Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to user error as the surgeon did not follow the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: (B)(4). Concomitant medical products: articular surface with locking screw; p/n: 00599404017, l/n: 63864196. Articular surface with locking screw; p/n: 00599404017, l/n: 63553106. Articular surface with locking screw; p/n: 00599404020, l/n: 63918885. Foreign: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02649. 0001822565 - 2019 - 02731. Product location is unknown.

Event description:
It was reported during surgery the screw connecting two mating implants would not fit. Subsequently, the procedure was completed with another device. No additional patient consequences were reported.